Event description:
A distributor contacted baxter (B)(6) regarding a misassembled minicap. It was reported that the sponge of the minicap dropped out. There was no patient involvement, patient injury, or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4) this is a product not distributed in the us and does not have a 510k number. This complaint for a misassembled minicap was not confirmed and the root cause could not be determined. The sample was returned for evaluation and a visual inspection was performed with no issues noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.